Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a (B)(6) placement procedure performed on an unknown date. The patient received (B)(6) approximately 8 months ago and complained of rectal pain and localized prostate and perineal pain during a follow up. Computed tomography (CT) scan showed an accumulation of fluid in the perirectal space with no evidence of a rectal wall infiltration. The patient was administered bactrim. (B)(6) has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6)2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4) the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.